Event description:
A literature was received with the following information. The objective of this study was to investigate the safety, preliminary clinical experience, and technical advantages of double c-arm digital subtraction angiography -assisted portal vein puncture for trans jugular intrahepatic portosystemic shunt. The study included 25 patients with portal hypertension caused by liver cirrhosis from january 2021 to june 2022 were implanted with gore® viatorr® tips endoprosthesis with controlled expansion. All 25 tips patients were treated with a portal shunt tract, with a 100% technical success rate. One patient developed hepatic encephalopathy [he] 3 days postoperatively and was treated with medications in the hospital and improved.

Manufacturer narrative:
H3: the device was still implanted; no device can be returned. H6: d15- due to an unknown lot/serial number, no device and imaging return, an investigation could not be performed. Therefore, the cause of the reported complaint cannot be determined. Citation: chen j, bai x, wang c, li j, xu w. Preliminary clinical observation of double c-arm digital subtraction angiography guidance during transjugular intrahepatic portosystemic shunt placement. Bmc gastroenterol. 2023;23(1):112. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.